Event description:
A report was received that the pt has a red lump near her lead site on her neck. The physician buried the leads deeper. The physician found the lump to be skin tethering to the scar tissue. The physician doesn't believe its related to the leads. The pt is doing well following the revision.